Event description:
It was reported that the handpiece has its own lead screw nuts loose on the snaplock. As this was noticed in preventive maintenance, no case was involved. Results of the investigation have concluded that the snaplock assembly was damaged, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, had a loose lead screw nut from the drill carrier assembly. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The handpiece had loose lead screw nut inside. The nut was still in full contact with the drill carrier but was slightly unthreaded. It appears that there was insufficient epoxy used to secure the nut in place. The only way for the nut to become loosened from the drill carrier is for the nut to be manipulated by hand. If it is only driven by the lead screw, then the nut will not move independent from the drill carrier. The root cause of this issue was found to be supplier/raw material fault. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.